Event description:
When staff opened the package of the dial a flow prior to connecting the tubing black spots were noted. Examination of the tubing black spots noted inside of the tubing. This product was not used.